Event description:
On (B)(6) 2023, part number rlsp503, lot number unknown was being used for a procedure and a technologist had a parallel pair needle break off in a patient during removal. The needle was able to be retrieved from the patient. There was no apparrent insult to the needle at the time of placement and it was secured with silk tape. The needle was identified as broken after the tape/electrode was removed. There was no notable occurrence during the procedure that could be attributed to causation of the electrode breaking. The device was discarded and unavailable for return for the investigation.